Manufacturer narrative:
Correction: section b1 product problem should not have been checked off in the initial report.

Event description:
Additional information received indicates that the patient did not recharge as recommended, leading to the ipg becoming inoperable.

Event description:
It was reported that the patient's ipg became inoperable. As a result, the patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
Date of event is estimated. Initial reporter phone number: (B)(6).

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.